Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, while drilling, it was observed that black powdery substance started dropping from the connecting part of the radiolucent drive device. According to the report, the surgeon then stopped drilling and tried to extract the drill bit from the radiolucent drive device; however, it did not come off. Subsequently, after the operation, the drill bit was finally removed; and the connecting part of the radiolucent drive device became black. There were no delays in the surgical procedure as a spare device was available for use. It was reported that there was no harm to the patient. Therefore, there were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling tool side was worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.